Manufacturer narrative:
The investigation was based on the reported information and the remote log analysis performed with the customer. Based on the logbook entries, the reported problem could be confirmed, and a faulty pcb pneumatic controller was determined to be the root cause. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. In this case, the electronics problem could not be resolved by a warmstart. If a warmstart is unsuccessful, the audible alarm remains activated and the emergency breathing valve remains open. In this case, the instructions for use state that ventilation of the patient must be started immediately with an independent ventilation device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use display went blank and it was alarming. The staff rebooted device and then it would not deliver any flow. There was no patient injury reported.